Event description:
The manufacturer received information alleging a ventilator was alarming for patient circuit disconnect conditions and the patient was taken to a hospital. According to the reporter of the event, the ventilator was alarming for patient disconnect conditions on (B)(6) 2021. The patient was manually ventilated and taken to a hospital. The patient remained in the hospital following this event, but the reporter of the event confirmed it was not due to this event. The patient has a poor prognosis with advanced stage cancer. The reporter of the event confirmed the ventilator will not be returned to the manufacturer for further investigation. The reporter of the event believes the event was caused by the patient's condition and the ventilator settings. The patient data logs were downloaded from the device and sent to the manufacturer. Review of the patient data logs indicates patient disconnect conditions did occur on the reported date of the event as evidenced by several large spikes in leak values. No other anomalies were observed. Based on the available information, the manufacturer believes the device operates and alarms as designed.